Event description:
A customer contacted baxter's technical service center regarding an overprime of the patient line during prime on a home choice (hc). The technical service representative (tsr) asked the hp if the patient line clamp was open and the hp stated yes. The tsr had the hp pull up and down on the lines that come out of the door, move the clamps down the lines and assisted the hp with re-priming the patient line. The tsr asked the hp if the patient line was down in the organizer all the way and the hp stated yes. The tsr had the hp check the patient line. The hp stated the patient line was fine. The tsr assisted with re-priming the patient line. The tsr had the hp take the patient line out of the organizer and re-prime the patient line. The hp stated some solution came out of the patient line. The tsr had the hp move the heater bag to the left of the heater plate, but make sure the heater bag was still touching the heater sensor. The tsr had the hp hold the left of the heater bag up and re-prime the patient line. The tsr had the hp close the clamps and cycle the power. The hc went to press go to start. The tsr assisted the hp with getting the set out. Tsr explained the hp will have to start over with all new supplies. The peritoneal dialysis nurse (pdn) contacted product surveillance (ps) on (B)(6) 2012 regarding the overprime. The pdn stated the hp was currently using manual supplies and when he is moved to another center, they will contact her to coordinate the cycler and the supplies.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for an overprime - leak out of patient line was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample was unavailable for evaluation, batch review revealed no manufacturing issues and an event log was not reviewed by a baxter employee. Batch review results were acceptable for the lot number provided.